Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that some of the differences were consistent with sensor lag, but it was also observed that the user often calibrated during rapid glucose changes which could have contributed to the observed discrepancies. The user was requested to upgrade their transmitter firmware and consistently use the system so that the system could be monitored by the next level of support. Further follow-up with the user was not possible as the user remained unresponsive to multiple contact attempts, but dms review indicated the user was actively using the system with up-to-date information.

Event description:
On february 26 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.